Event description:
Medtronic received a report that the patient was undergoing treatment for a fusiform, unruptured left intracranial c6 and c7 aneurysm with a max diameter of 5mm and a 6mm neck diameter. It was noted that the patient's vessel tortuosity was moderate. The landing zone was 3.8mm distally and 5mm proximally. Dual antiplatelet treatment (dapt) was administered. The pru level was normal. It was reported that the surgeon selected the pipeline ped stent plan for implantation treatment. After the stent was delivered in place, the stent tip could not be opened at distal section. After multiple attempts to retrieve it, the tip could not be opened. The stent was removed from the body and the tip was found to be rough. The pipeline was not positioned in a bend. Less than 50% of the pipeline was deployed when it failed to open and was resheathed more than two times. There were no additional steps or other devices required to open the pipeline. The pipeline was removed from the patient with unknown procedure, but it was not resheathed and removed with the microcatheter. The angiographic result post procedure was normal. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The cause of the failure to open and deformation was undetermined. The resistance occurred at the distal catheter section. A continuous saline flush is administered and maintained as indicated in the IFU. No observed damage to the pipeline pushwire, catheter, or stent was observed. The surgeon used a non-medtronic xt27 catheter. Additional steps were attempted to open the pipeline by retrieving and reopening it. No additional devices (resheathing, wire/catheter, or balloon) were required.

Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-85519), camera (panasonic lumix dmc-zs5) as found condition: the pipeline flex device was returned for analysis inside a dispenser coil, a sealed biohazard bag, and a shipping box. Damaged location details: the pipeline flex¿s tip coil is in good condition. The distal and proximal dps restraints and dps sleeves were found to be intact, with no signs of damage. No defects were found on the re-sheathing marker and re-sheathing pad. The distal hypotube was found stretched, and the ptfe shrink tubing was intact. The braid¿s distal and proximal ends were open and frayed. The braid¿s middle part was fully open. No defects were found on the pusher wire. No other anomalies were found. Conclusion: based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open at distal¿ complaint could not be confirmed, as the returned pipeline flex braid¿s distal and proximal ends were open and frayed. However, the root cause of the failure to open could not be determined. Possible causes include vessel tortuosity, the user deploying the braid in the vessel bend, and a damaged braid. In this event, the customer stated that the vessel tortuosity was moderate and that the device was not positioned in a bend, ruling out vessel tortuosity and the user deploying the braid in the vessel bend as potential causes. Therefore, a damaged braid could have contributed to the failure to open. The braid can be damaged due to over-manipulation, re-sheathing more than twice, user deployment technique, delivering or retracting the delivery wire against resistance, or deploying or re-sheathing against resistance. However, the cause of the braid damage could not be determined. In addition, from the damage seen on the braid (fraying) and hypotube (stretched), it appears that a high force was used. The damage may have occurred when the user attempted to advance or retrieve the pipeline flex device through the non-medtronic catheter against resistance. However, the cause of the resistance could not be determined. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.